Manufacturer narrative:
The serial number of the device in unknown, therefore g4 serial # and gtin, and g4 PMA/510(k) were intentionally left blank. The device was not returned to stryker for evaluation. There was no allegation of a device malfunction. A clinical review performed by stryker determined the following: although the patient shock state appeared cardiogenic in nature originally, further evaluation showed that the shock was hemorrhagic, related to the ima injury. The patient¿s shock state required several medical interventions such as vasopressors and administration of blood products to maintain adequate blood pressure and perfusion. The ima injury itself required intervention by interventional radiology. Overall, CPR from the lucas device may have contributed to the patient¿s ima injury, which resulted in a state of hemorrhagic shock. Both the shock and the ima injury required professional medical intervention to prevent permanent impairment.

Event description:
Stryker performed a literature review, which described the following event: "woman treated with lucas, regains rosc and has a persistent shock after treatments. A haematoma is later found." The patient survived the event but required medical intervention.